Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced the infusion sets got pulled out led to hyperglycemia.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below:d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.h6: investigation results under type of investigation.based on the available information, this event is deemed to be a reportable serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545.manufacturing site: 3003442380.